Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional info: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The first firing was successful but it was difficult to remove the reload from the handle. For the second reload a new cartridge was loaded and the jaws were checked (open/close) no problem. However, when the surgeon tried to clamp the tissue the jaws would not close. The surgeon could squeeze the handle but it felt strange. The case was completed using a new handle and the same reload. Patient status is alive, no injury.